Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving an error 5 message. Ten hours after the error 5 issue began, the pt developed symptom described as "shaky". The pt managed his diabetes with more food/drink at the time of concern and did not receive any further treatment. During troubleshooting, the customer care advocate noted that the sample was drawn into the test strip, the test strips were in good condition, and the testing process was correct. There was no product misused based on the information provided. The error 5 message was not resolved with training. This complaint is being reported because the pt claimed he had symptoms that can be associated with hypoglycemia 10 hours after the error 2 message began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.